Event description:
The customer returned the colonovideoscope to the service center for evaluation of a separate issue. During the device analysis, the service repair center identified white residue within the air/water channel and cylinder. No patient involvement was reported.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the air/water channel and cylinder had white residue. Was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.